Event description:
It was reported that during a bowel resection procedure, the device would not staple. A new reload was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.